Event description:
It was reported that the rv pacing catheter port on the external pulse generator (epg) was damaged and the bracket of the device was also broken. The status of the device is unknown. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action.  Based on the information received and without the return of the product, it could not be determined that this device performed as described in the field action. (B)(4).